Event description:
It was reported to boston scientific corp that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2009. According to the complainant, during the procedure, the clip was deployed in the colon, but it did not get a good grasp on the tissue and fell off. The clip was left in the pt to pass naturally. The case was completed without using clips. No pt complications were reported as a result of this event. At the conclusion of the procedure, the pt's condition was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unk. (B)(4): (failure to grasp). According to the complainant, the suspect device is not available for return. A device eval cannot be performed; the cause of the reported malfunction is undetermined. (B)(4).